Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was analyzed. Visual inspection of the lead noted the lead tip had become separated and was missing. Stretching of the conductor coils of the lead was also observed, likely due to the explant procedure. The electrode tip had been pulled out of the distal end of the lead body. Previous investigations have shown that this type of damage can occur due to the removal of a lead through tight venous anatomy and/or the use of a pull-force exceeding the minimum of 1.1 pounds. Boston scientific has completed detailed testing to identify the most significant design aspects related to the strength of the fineline ii distal tip bond. Results from this testing were used to redesign and improve the bond strength, and a corrective action has been approved and implemented.

Event description:
Boston scientific received information that this right ventricular (rv) lead tip had broken off and remained in subclavian vein during explant procedure. Additional information was received that the rv lead was initially explanted due to upgrade. However, the lead broke off after the physician got 95% of the lead. The physician performed fluoroscopy several times and found out that the lead tip was in the same position and has not moved. The rv lead is no longer in service and was replaced with a new lead. No additional adverse patient effects were reported.